Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation as well as the ability to increase the amplitude for her therapy. A diagnostic test found invalid impedance readings for several lead contacts. Efforts to provide effective therapy coverage via reprogramming yielded limited success. The reported issue has required an increase in medication for the patient. Surgical intervention will be undertaken at a later date for further interrogation.